Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the opposite side of the lesion with an anterograde approach. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). After crossing the lesion with a non-bsc guidewire, predilation was performed with a 4mmx150mm balloon. Due to the calcific nature of the lesion, the physician elected to perform additional dilation with a 5.0mmx100mmx150cm (4f) sterling¿ balloon catheter. However, upon the first inflation, the balloon ruptured at 4 atmospheres. The balloon was completely removed from the patient's body and the procedure was completed with a 5.0mmx100mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.